Event description:
The doctor inserted the tlif as normal which included tapping the tlif into position while it was threaded onto the inserter. When the doctor went to unthread the implant he found it was no longer on the inserter. Inspection of the inserter showed the very tip of the threaded shaft was missing from the inserter and presumed to still be threaded in the tlif. The physician concluded that it was not necessary to remove the implant in order to retrieve the tip. As of (B)(6) 2012, the pt has not experienced an adverse event.

Manufacturer narrative:
Investigation with the attending physician concluded the tip of the inserter shaft was threaded into the tlif. The eval of this malfunction determined the malfunction of this device or a similar device would not be likely to cause or contribute to death or serious injury. Nevertheless, after discussions with FDA, the company decided to submit an MDR.